Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: received a photo from the customer showing the affected sample. An internal leak in the microclave was observed as well as on the bedding. The reported complaint of a leak could be confirmed from the photo provided. However, without the return of the sample a comprehensive review cannot be performed, and a probable cause is unknown. The DHR was reviewed and no relevant nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a conector microclave clear. It was reported that during the placement of microconnectors into the lumens of a central venous catheter, dysfunctional connectors were identified, exhibiting leaks and blood backflow. The device had to be replaced on three separate occasions, as it was unable to maintain adequate functionality for more than one minute of use. A picture was provided showing the product. There was no patient harm.